Event description:
The reporter stated the technician opened the lens tray of an aa4203tl toric silicone single piece lens and noted that the lens was torn. The lens was not used or loaded and there was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Evaluation results - a lens work order search was performed and no similar complaints were found within the work order.